Event description:
It was reported that the paramedics were called and they treated his low blood glucose with a glucagon shot. Then, the customer was taken to the hospital with a blood glucose reading of 30mg/dl. The wife stated that the caller experienced unexplained low blood glucose since the night before. It was mentioned that there was a setting changed in his insulin pump. Initially, the wife called regarding battery alarms. Assisted the caller to clear the alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.